Event description:
On (B)(6) 2012, the reporter contacted animas to request a new pump. At that time, an allegation of a "pump malfunction" and of "some difficulty with the proper delivery of insulin" was made. There is no additional information and no reported adverse event associated with this complaint. This complaint is being reported because of the allegation of improper insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.